Event description:
It was reported that (1) device was used during a rectum resection. It was reported by the affiliate that the tsb45 instrument opened while reloading the device. The surgeon had to hand sew anastomosis, then another same like product was used to complete the case.